Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All buttons function properly. No damage in keypad assembly noted. The connector on the lcd was inspection and no unlocked connector noted. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating button error and low readings on the insulin pump. The customer's blood glucose was 90 mg/dl. The customer stated that she ate carbs and did not take any insulin. The customer stated that the buttons were not responding. The customer mentioned that she had a low reading of 73 mg/dl and went to the emergency room. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.